Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: "a patient of unknown age underwent an ion lung biopsy and died. The patient reportedly had significant medical co-morbidities. There was no allegation of malfunction of the ion system, instruments or accessories. Multiple attempts at obtaining further data have been unsuccessful. There is insufficient information to determine relationship to the procedure or to the device."

Event description:
It was reported that after an ion transbronchial biopsy procedure, the patient experienced an unspecified cardiac event that required CPR. Details regarding the complication were not provided although it was suspected to be a cardiac event. The patient was stabilized. An x-ray was performed and no pneumothorax was identified. No allegations related to the ion system were reported. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.